Manufacturer narrative:
Additional information: after further review of the record it was determined the catheter was being placed in the jugularis at the time of the event. Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), quality control, and visual inspection / functional testing of the returned device was conducted during the investigation. The device was returned for further evaluation. C-utlm-701j-rsc-wce-abrm-hc devices are manufactured with three luer fittings attached distally to three ports that feed into a manifold with suture wings. The manifold then feeds into a proximal port. During investigation of the returned device, an additional suture wing was attached proximal to the manifold and was cracked longitudinally. It was determined that this was not related to the failure mode because the three ports were leak tested and one port leaked from the luer fitting. A slight deformation on the thread of the luer fitting was noticed. This may have contributed to a bad seal and eventual leakage from the hub. The root cause was trended as manufacturing related since a deformity in the luer thread may have been due to the injection molding process of the hub. The main work order (B)(4) was reviewed and showed no non-conformances. The subassembly work order (B)(4) was reviewed and showed unrelated non-conformances. A search of the manufacturer's database confirmed that this complaint is one of two complaints related to the same main lot number and subassembly lot number (reference MFR. Report:1820334-2017-02943). The device failures occurred on different patients on the same day. The manufacturing documents in place at the time of manufacture were reviewed and it was found that the manifold assembly is 100% leak tested and no notable gaps in production or processing controls were noted. The IFU contains detailed instructions for use and proper placement and maintenance of the device. The complaint will be confirmed based on duplication of the failure mode during the investigation. The risk analysis for this failure mode was reviewed and it was determined that no additional risk mitigating activity is required at this time. We will continue to monitor for related complaints.

Manufacturer narrative:
Device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, during use of the cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter, a leakage was discovered coming from the yellow portion of the patient's catheter setup. This necessitated the removal of the device from the patient, and a central venous catheter from a different manufacturer was used to remedy the situation. The circumstances surrounding the usage and handling of the device are not known. The product was returned for evaluation; as of the date of this report, the investigation is pending.